Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair a traumatic aortic transection. The following month, the patient presented with chest pain. A computed tomography scan revealed that the gore tag thoracic endoprosthesis had collapsed; several stent fractures were identified. In the same the month, two palmaz balloon-expandable stents were implanted. It was reported that the collapsed gore tag thoracic endoprosthesis was successfully repaired.